Event description:
Dr (B) (6) of (B) (6) hospital in (B) (6) performed a stapedectomy on a male pt. While using the omniguide laser fiber, the surgeon had the gas setting too high and as a result, blew perilymph fluid out of the inner ear. He also noticed some charring on the inner ear from the laser shots. The pt woke up with some dizziness but did have hearing (prior to the procedure, the pt would have had no hearing). Two weeks after the procedure, the pt reports some dizziness but it was diminishing. The surgeon stated that the prognosis is good. The hospital was not able to provide omniguide with specific product model or lot number info. They did not report that the product malfunctioned in any way.